Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an inflation unit and inflated to facilitate an examination of the markerband. Liquid was observed to be exiting from the tip of the device due to the shaft of the device having separated from the distal tip bond. The balloon material and blades of the device were visually examined, and no issues were noted. All blades were present and fully bonded to the balloon material. For investigation purposes the balloon material was removed from the device. A visual examination identified that the shaft was completely detached at the distal tip bond. The shaft also displayed evidence of having been stretched as the markerbands were fully crimped in place on the shaft and could not be freely moved. No other issues were noted with the shaft. A visual examination noted that both markerbands appeared to have moved distally on the shaft due to damage to the inner shaft of the device. A tactile examination found that both markerbands were fully crimped in place on the shaft and could not be freely moved. A visual and tactile examination identified no issues with the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that marker bands mispositioning occurred. The 50% stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noticed that the marker was out of alignment after the initial inflation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that marker bands mispositioning occurred. The 50% stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noticed that the marker was out of alignment after the initial inflation. The procedure was completed with another of the same device. No patient complications were reported.